Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical statement: there is no indication that the liberty select cycler malfunctioned or did not perform as expected. Additionally, there is no allegation of a device malfunction reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced lower ultrafiltration (uf) values after moving to a new house. The uf volumes are between 500ml and 700ml, where as before were between 1100ml and 1200ml. The pd nurse had the patient use a different medication which has not helped. Attempts to obtain additional information were unsuccessful. The type of medication was not provided, however, there is no indication that the patient was being treated for an infection such as peritonitis, there is no indication that the liberty select cycler malfunctioned or did not perform as expected. Per technical support, the cycler was working as intended. Additionally, there is no allegation of a device malfunction reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.